Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to confirm if customer had contacted doctor - unable to establish contact with customer at this time.

Event description:
Consumer called for assistance with performing blood test. During the call, a blood test was performed by the customer non-fasting and produced test result of 289mg/dl using true metrix meter; customer was not satisfied with the result and stated it was high. The customer feels well and did not report any symptoms. Customer stated she was going to contact her doctor due to the high result. The customer¿s expected am fasting blood glucose test result range is 80-100mg/dl. The product is not stored according to specification (bathroom). The customer was unable to provide the test strip lot number. The meter memory was not reviewed for previous test result history.